Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods with clots') in a 39-year-old female patient who had essure (batch no. He0119t) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("I still have pain all over my body"), bone pain ("especially pain in my bones"), fatigue ("tired / unexplained fatigue"), disturbance in attention ("unable to concentrate"), headache ("headache"), mood swings ("mood swings"), abdominal pain upper ("stomach pains"), vulvovaginal pain ("pain in my vagina"), genital haemorrhage ("bleeding during the month"), dysmenorrhoea ("pain during the month as if I have been cut inside"), hot flush ("hot flushes"), tension ("tension"), blood loss anaemia ("anaemia following my very heavy period"), bladder discomfort ("sensitive bladder") and urinary incontinence ("urine leaks"). Essure treatment was not changed. At the time of the report, the menorrhagia, pain, bone pain, fatigue, disturbance in attention, headache, mood swings, abdominal pain upper, vulvovaginal pain, genital haemorrhage, dysmenorrhoea, hot flush, tension, blood loss anaemia, bladder discomfort and urinary incontinence had not resolved. The reporter provided no causality assessment for abdominal pain upper, bladder discomfort, blood loss anaemia, bone pain, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, mood swings, pain, tension, urinary incontinence and vulvovaginal pain with essure. Batch no he0119t, production date 2015-10-09, expiration date 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods with clots') in a (B)(6) female patient who had essure (batch no. He0119t) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("I still have pain all over my body"), bone pain ("especially pain in my bones "), fatigue ("tired / unexplained fatigue"), disturbance in attention ("unable to concentrate"), headache ("headache"), mood swings ("mood swings"), abdominal pain upper ("stomach pains"), vulvovaginal pain ("pain in my vagina"), genital haemorrhage ("bleeding during the month"), dysmenorrhoea ("pain during the month as if I have been cut inside"), hot flush ("hot flushes"), tension ("tension"), blood loss anaemia ("anaemia following my very heavy period"), bladder discomfort ("sensitive bladder") and urinary incontinence ("urine leaks"). Essure treatment was not changed. At the time of the report, the menorrhagia, pain, bone pain, fatigue, disturbance in attention, headache, mood swings, abdominal pain upper, vulvovaginal pain, genital haemorrhage, dysmenorrhoea, hot flush, tension, blood loss anaemia, bladder discomfort and urinary incontinence had not resolved. The reporter provided no causality assessment for abdominal pain upper, bladder discomfort, blood loss anaemia, bone pain, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, mood swings, pain, tension, urinary incontinence and vulvovaginal pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.